Event description:
The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the mesher was operating in reverse. No adverse events have been reported as a result of the malfunction.